Event description:
It was reported that the user ran out of insulin vials for their ilet system and inquired about transferring insulin from humalog pens to a cartridge; the user temporarily lacked insulin for the pump until delivery resumed, after which they restarted the pump and reported doing well. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for medication intervention and were assessed for seriousness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method, with no applicable component-specific failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.